Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain was allegedly occluded; as a result, the patient had additional surgery to replace the drain and another wound drain tube was placed. The drain tube was cut by the facility.

Manufacturer narrative:
Received 1 used channel wound drain and wound drain evacuator only. The visual inspection noted that the wound drain appeared to have been cut from the rest of the tubing; however, no deficiencies were observed. The drain was found to be smooth with no deficiencies on the transition (molded) area, no bends, no kinks that would have contributed to the reported problem. The returned cut drain was measured, and the results are as follows: the clear tube measured 32.25 inches; the drain with a part of tube measured 16.187 inches; total length: 48.437 inches. The total length was found to be within specification.(total length: 47.813 inches minimum). A functional evaluation was performed by the conduction of dissection and a suction test. The suction test was performed connecting the clear tubing to connector of the 200cc evacuator; the suction was performed without problems and the 200cc were recovered. The drain was dissected from the connector-drain bonding for evaluation under 10x magnification and no occlusion in the channels were found. The reported event is unconfirmed, as the product meets specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adaptor and reservoir) is necessary for proper system function. Leaving the soft silicone elastomer drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient's rate of wound healing. Evacuators should be used in cardio-thoracic surgery only after the lung is fully expanded and all air leaks have sealed" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain was allegedly occluded. As a result, the patient had to undergo an additional surgery to replace the drain. It was later reported that the drain tube was cut by the facility.

Manufacturer narrative:
Received 1 used channel wound drain and wound drain evacuator only. The visual inspection noted that the wound drain appeared to have been cut from the rest of the tubing; however, no deficiencies were observed. The drain was found to be smooth with no deficiencies on the transition (molded) area, no bends, no kinks that would have contributed to the reported problem. The returned cut drain was measured, and the results are as follows: - the clear tube measured 32.25 inches. - the drain with a part of tube measured 16.187 inches. - total length: 48.437 inches. The total length was found to be within specification.(total length: 47.813 inches minimum). A functional evaluation was performed by the conduction of dissection and a suction test. The suction test was performed connecting the clear tubing to connector of the 200cc evacuator; the suction was performed without problems and the 200cc were recovered. The drain was dissected from the connector-drain bonding for evaluation under 10x magnification and no occlusion in the channels were found. The reported event is unconfirmed, as the product meets specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adaptor and reservoir) is necessary for proper system function. Leaving the soft silicone elastomer drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Evacuators should be used in cardio-thoracic surgery only after the lung is fully expanded and all air leaks have sealed" (B)(4). Correction: manufacturer site. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain was allegedly occluded. The patient was having breast cancer surgery when the malfunction was noted. As a result, the patient had to undergo an additional surgery to replace the drain. It was later reported that the drain tube was cut by the facility.